Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (3 mg/ml at 0.3 mg/day) via an implantable pump for unknown indications for us. It was reported that the patient had a recent CT myelogram that showed a syrinx within the spinal cord and part of the catheter was allocated inside. The hcp reported that it would be very dangerous trying to remove the catheter, so he made the decision of leaving part of the catheter inside the patient's body tied off. The length of catheter left inside the patient's body is 35.5cm. The initial implanted catheter length was 59cm and during revision surgery today he trimmed 23.5cm. A new catheter was placed and connected to the patient's existing pump.